Event description:
MDR decision date: (B)(6) - no serious injury alleged. Malfunction alleged. Provider states air nozzle is broken. MDR filed.

Manufacturer narrative:
(B)(4)has been initiated for this issue. The malfunction has not been confirmed.